Manufacturer narrative:
On 11-aug-2023 the field service engineer (fse) visited the customer's site and checked the analyzer. The customer alleged that on (B)(6) 2023 they received discrepant results for an additional patient's sample. The following na results were obtained. Sample 3 (patient 7): initial result: 176 mmol/l. Rerun result: 133 mmol/l (tested on a different cobas analyzer). The fse visited the customer's site again and checked the acid/sodium hydroxide (naoh) circuit and found that it needed replacement. He replaced the acid and naoh pipes in the washing station. He also replaced the suction naoh pipe. The fse did checks for water and acidity levels, ise and the sipper syringe and they all were acceptable. The fse did a performance check and the instrument was performing within specifications. The root cause was due to a mechanical leakage/seal. The service actions done by the fse resolved the issue.

Event description:
We receievd an allegation about discrepant results for 2 patients'serum/plasma samples tested with sodium (na) assay on a cobas 6000 c501 analyzer . Sample 1 (patient 4): on (B)(6) 2023: initial tresult: 154 mmol/l 1st rerun result: 136 mmol/l 2nd rerun result: 138 mmol/l. Sample 2 (patient 6): on (B)(6) 2023: initial tresult: 176 mmol/l 1st rerun result: 133 mmol/l (tested on a different cobas analyzer).

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Investigation is ongoing.